Manufacturer narrative:
The product is available but has not been received as of the initial report. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15157390 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15157390. Leak and burst test results were reviewed and no anomalies were found during manufacturing process of this lot. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
While attempting to inflate the balloon, contrast solution was noted leaking from the balloon. The balloon was removed and it was noted that parts of the balloon material remained in the vessel, which were then retrieved by a snare. The lesion located in the right lower leg was described as not calcified. There was no reported patient injury. Procedural logs and films were reported as not available. The device was reported to prep without difficulty and no anomalies were noted. No resistance was noted while advancing the device towards the lesion. One non sterile pta savvy catheter 2.50 x 4 cm, 120 cm was received coiled inside a plastic bag. There were kinks and bends detected on the catheter. Balloon was received separated in two parts. There were blood residues on the balloon and the shaft. A sem analysis was performed on the exterior and interior surfaces of the balloon (both part of balloon delivered). The balloon external surface (distal portion) exhibited evidence of heavy wrinkling, splits and abrasions. The balloon external surface (proximal portion) exhibited evidence of heavy splits and abrasions. The balloon external surface (separated portion) exhibited evidence of heavy wrinkling and abrasions. The balloon internal surface (distal portion) exhibited no evidence of damage. The balloon internal surface (separated portion) exhibited evidence of wrinkling and abrasions. The marker bands had one of the glue strips gone; however this could be related to the heavy damage found in the sample. Customer complaints reported as balloon leakages and balloon burst were confirmed. The exact cause of the failures could not be conclusively determined. Procedural factor might have contributed to failures, neither the DHR review nor the product analysis or the sem analysis suggests that the failure experienced by the customer could be related to the manufacturing process. Controls are in place in savvy manufacturing line to detect leaks on the catheter. No corrective or preventive actions will be taken. The balloon showed evidence of abrasions, heavy wrinkling and splits on the outer surface that would imply that vessel characteristics may have contributed to the event.

Event description:
The surgeon positioned the catheter (envoy) but the balloon could not be inflated. Immediately, contrast solution leaked from the balloon. The surgeon removed the balloon and saw that parts of the balloon material remained in the vessel, which were then retrieved by a snare. Before use, the product appeared perfect, the vessel was not calcified. The local sales rep assumes, that the defect balloon was taken out of the package. Both, catheter and balloon material are available and will be sent to the us for analysis. Contrast media ratio and manufacturer is unknown. Beforehand, the patient was treated with a 24h lysis. The vessels of the right, lower leg were still with full with thrombotic material which was partly aspirated. Afterwards, the procedure with the balloon (as above mentioned) was carried out.